Event description:
It was reported that a malfunction alarm occurred multiple times. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Customer's blood glucose level was 309mg/dl. Reportedly the customer continued to use the pump for insulin therapy.